Event description:
It was reported that post-implant this pacemaker exhibited loss of captured and 20 seconds of asystole on the right ventricular lead. An x-ray was performed and reprogramming efforts were performed. At the time, this product remains in service and no additional adverse patient effects were reported.